Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection. The physician opted to place a temporary pacemaker, while the crt-p together was scheduled for extraction in the future. No additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that this crt-p was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection. The physician opted to place a temporary pacemaker, while the crt-p together was scheduled for extraction in the future. No additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that this crt-p was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b: explant date.